Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, increased pacing thresholds and decreased pacing impedances were observed on this right ventricular (rv) lead. A chest x-ray was obtained but no change in lead position was observed. A revision procedure was performed and this rv lead was repositioned. Another follow-up was performed and once again high threshold measurements were observed. A second revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.